Event description:
It was reported that the device exhibited a high current drain and premature battery depletion. The patient worked out of the area and stated he would not return for 6 months. Remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.